Manufacturer narrative:
Complaint conclusion: as reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) did not come down, the device failed to deploy. Hemostasis was achieved using manual pressure. There was no reported patient injury. There was no significant resistance when shuttling down and no unusual force was applied when retracting the 5f non-cordis sheath. The advancer tube was not engaged or visible. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, with the vessel diameter confirmed to be =5 mm. The mynx vcd was used in an interventional procedure utilizing a retrograde approach. The deployer is mynx certified. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2514104 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant failure to deploy advancer tube¿ could not be evaluated. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Per the mynxgrip IFU, which is not intended as a mitigation, step 2: deploy sealant, while pulling lightly on the device handle to ensure the balloon is abutting the vessel wall, open the sheath stopcock to confirm temporary hemostasis. Detach the shuttle and advance until a definitive stop is felt. Grasp the sheath and withdraw it from the tissue tract. Light tension should be maintained to keep the balloon abutted against the vessel wall. Grasp the advancer tube at the skin and gently advance until the single marker is fully visible and hold for up to 30 seconds. Then lay the device down for up to 90 seconds. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the advancer tube of a 5f mynxgrip vascular closure device (vcd) did not come down, the device failed to deploy. Hemostasis was achieved using manual pressure. There was no reported patient injury. There was no significant resistance when shuttling down and no unusual force was applied when retracting the 5f non-cordis sheath. The advancer tube was not engaged or visible. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, with the vessel diameter confirmed to be =5 mm. The mynx vcd was used in an interventional procedure utilizing a retrograde approach. The deployer is mynx certified. Other procedural details were requested but were not provided. The device was not saved; therefore, it will not be returned for evaluation.